Event description:
It was reported that this brady lead was an attempted implant due to wire punctured the lead. A new lead with same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the allegation based on observation of a puncture hole approximately 60 millimeters (mm) from the tip of the lead. Further, unintended user error was selected based on type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this brady lead was an attempted implant due to wire punctured the lead. A new lead with same model was successfully implanted. No adverse patient effects were reported.